Event description:
Caller reported an issue with the incorrect time settings on their pump, and technical support assisted them in updating the pump time. There was no reported impact on the customer¿s blood glucose level. Caller was advised to monitor the discrepancy in time settings and to follow up if it recurs, and they acknowledged this advice.